Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a drawer failure and screen went black. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the drawer 3 matrix bin failed during use, and the screen went black. A field service engineer (fse) attempted to recover the failed drawer with the pharmacy technician, but the error message read please close drawer. The fse turned the station off and replaced the drawer sensor. After rebooting, the error still occurred. The fse replaced the drawer controller, but the issue persisted. The fse then replaced the latch and position sensors. Then fse noted that the retractor band on half height matrix drawer 2.1 was ripped and had exposed wires, so fse replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.